Event description:
It was reported that the patient developed an allergic skin reaction by the pod adhesive. Patient reported the infusion site to be very irritated, bruising, scarring and swelling. The patient would try using cavilon barrier wipes but it has not been effective. No further information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.